Manufacturer narrative:
For regularization - retrospective review / FDA request. Corrective actions implemented to solve this problem: reinforcement of the control method: use of an angled assembly (45 °) for performance qualification. Implementation of post-polishing aspect control: no scratches or unevenness with a binocular. + safety action: recall of these lots in france + export (USA were not concerned).

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Splice broke. "Doctor (B)(6) who implanted for 9 months without problems our pullup had a splice breakage on monday but also and especially 3 consecutive cases of breakage this morning ! He ended up using a competing device".